Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 0, and no notable events occurred before the issue. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump and would use alternate insulin method if needed.